Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, testing of the right ventricular (rv) with pacing system analyzer revealed that the rv lead exhibited episodes of over-sensed noise. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.